Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for hi blood glucose results. Niece is calling on behalf of the customer. The customer is concerned with results obtained of hi. The expected fasting blood glucose test result range is 120 to 150mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, a back to back blood test was refused by the customer. The test strip lot manufacturer's expiration date is 11/30/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 :hi date:(B)(6) 2018 time:6:05pm fasting, result 2 :hi date:(B)(6) 2018 time:2:14pm fasting, result 3 :hi date:(B)(6) 2018 time:1:53pm fasting, result 4 :274mg/dl date:(B)(6) 2017 time:1:20pm fasting, result 5 :223mg/dl date:(B)(6) 2018 time:1:51pm fasting.